Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had her scs ipg explanted and replaced. Reportedly, the patient caught the device on a chair and began experiencing discomfort at the ipg site. Follow up identified the patient was doing well after the ipg replacement.